Event description:
The account alleged when he presses the hi/low up switch the hi/low will run about half way up and stop. After about a minute, the hi/low will run down unintentionally and all of the functions are then lost. The account can unplug the bed and plug it back in and it regains functions but the same problem will occur. The account stated there were no injuries.

Manufacturer narrative:
The account found some of the standoffs on the high voltage board were broken. The account replaced the high voltage board to repair the bed.